Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 08/30/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 08/02/2011 with the following findings: during evaluation, the keypad buttons were found to be responding appropriately and the buttons had normal spring back. The keypad had no visible damage. The keypad was removed and no issues were found with the button contacts.

Event description:
The patient reported that the pump keypad buttons are sticking and have a delayed response.